Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. H6: 4581: over/under correction, visual disturbances. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, elevated iop, blurred vision, over under correction, and visual disturbances. The iop value was given as 26 mmhg and the patient was prescribed a topical ocular antihypertensive. The lens remains implanted. Cause of the event was reported as other.